Manufacturer narrative:
The investigation for the automated impella controller battery charging issues has been completed. The console logs from the reported complaint date were partially consistent with the complaint description. The only slight indicators of aleternating current (ac) power detection issues observed in the logs were some unusual toggling of ac power detection. The console was tested. The reported charging issue was able to be reproduced. The console would not charge and detect ac power. The power cord was inspected but no issues were observed. The fuses were intact. The voltage output from the power supply to the power battery manager was measured and was getting 0 volt. After swapping the power supply with a known good one, the charging issue resolved. The console was able to charged and detected ac power as normal with the known good power supply. The root cause of the reported charging issue was determined to be a defective power supply.

Event description:
The user facility reported an automated impella controller (aic) would not charge while in use on a patient. The battery was not charging and the aic was running on the battery while plugged in. The aic was replaced and no harm was noted.